Manufacturer narrative:
Device alarmed compromised force sensor system during the prime test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime alarm. Insulin pump passed self test, unexpected restart test and all operating measurement were normal. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. (B)(4).

Event description:
Customer reported via phone call that the insulin pump squirted insulin during prime. Device alarmed compromised force sensor system alarm. Customer's blood glucose was 389 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor also, unable to perform basic occlusion, occlusion and excessive no delivery test due to a33 alarm. Pump passed self-test, a21 test and all operating measurement were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.